Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8233349 our records determined that this is the only instance of an occluded device occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections one used sample was returned. Our investigators noted a small crack was found during leakage testing, that was located on the adapter. The crack may be related to the swage depth and catheter adapter dimension. It may also be related to the swage station production line. We are currently conducting a long term study to determine the root cause for this event; preliminary results suggest that the y-adapter crack is caused by the excessive interference between the y-adapter and the metal wedge. The plant has initiated CAPA 64273.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a crack at the junction of the tubing and adaptor resulting in leakage after use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a crack at the junction of the tubing and adaptor resulting in leakage after use.